Event description:
The customer reported e226 error (scope communication error) during an unspecified procedure involving an olympus video system center. There was no patient injuries reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.